Event description:
Clinical study patient ID: (B)(6). This was reported as an arteriotomy closure of the left common femoral artery with a proglide device relative to a procedure. Reportedly, an unspecified issue occurred with the device. Access site bleeding occurred and per CT angiogram on (B)(6) 2024, a pseudoaneurysm was found. Surgery was performed on (B)(6) 2024 to treat the pseudoaneurysm and to achieve hemostasis. Hospitalization due to the adverse event was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Event description:
This was reported as an arteriotomy closure of the left common femoral artery with a proglide device relative to a procedure. Reportedly, an unspecified issue occurred with the device. Access site bleeding occurred and per CT angiogram on (B)(6) 2024, a pseudoaneurysm was found. Surgery was performed on (B)(6) 2024 to treat the pseudoaneurysm and to achieve hemostasis. Hospitalization due to the adverse event was reported. Subsequent to the initially filed report, the following additional information was received: it was reported that suture placement in the left common femoral artery was performed with two proglide devices using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure on (B)(6) 2024. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly, post procedure, complete hemostasis was not achieved, therefore, a non-abbott device was also added. Hemostasis was achieved with 2 proglide devices and the non-abbott device. There were no other evident issues with the devices at the time. However, on (B)(6) 2024, the patient presented with a hard lump in the left groin which was concluded to be a pseudoaneurysm per a CT angiogram. Surgery was performed on (B)(6) 2024 to treat the pseudoaneurysm. Hemostasis was achieved via suturing and hemostats during the surgery. Hospitalization due to the adverse event was reported. It was noted that pseudoaneurysm is not spontaneous and has been connected in time with tavi. Additionally, the proglide devices are believed to have caused or contributed to the pseudoaneurysm due to an unspecified delayed failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number were not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of pseudoaneurysm is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem updated. D4 - expiration date null updated from na to ni. D4 - primary UDI number updated too unknown. D9 - device available for evaluation updated from ni to no. H6 - health effect - clinical code 1888 removed.